Event description:
It was reported that this right atrial (ra) lead was dislodged during explant procedure of the device. Hence, this lead was surgically abandoned, and a new lead with the different model was implanted. No additional adverse patient effects were reported.